Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient went to the hospital with a blood glucose of 685 mg/dl with chills, abdominal pain/vomiting, polyuria and polydipsia. The patient was treated with insulin via injection and IV fluids. Customer support (cs) reviewed the pump settings and the bolus totals match and all boluses are recorded as programmed. The total daily dose and basal rates were not reviewed. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus delivery was on (B)(6) 2014. Black box shows several eaw-165 ¿ exceeds 2hr max and there were no delivery warnings beginning on (B)(6) at 22:05 and the warning was confirmed multiple times. Typical alarms observed in alarm history. Total daily dose adds up correctly and reflects the users programmed basal rate. The pump was exercised for 24hrs with returned battery cap and returned cartridge cap; no eaw¿s occurred during this time. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.